Event description:
It was reported the patient was experiencing loss of stimulation. Diagnostics revealed invalid impedance values for the scs lead. As a result, the scs lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.